Manufacturer narrative:
(B)(4). No samples were sent for further analytic investigations. Without the actual sample and/or lot number a thorough investigation could not be performed. If a sample and/or lot number becomes available, a follow up report will be submitted an epicutaneous test was offered to the patient in order to confirm a potential allergy to one of the ingredients of prontosan. The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The production quantities in 2014 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: a patient of (B)(6) with vascular lesions, has been medicated with prontosan wound irrigation solution. She felt a slight tingling in the lips and the throat was swelling after the application. However, she did not inform the hospital staff. With the second medication (pack of 10-15 minutes) she had a shock reaction with cardiac arrest. She has been treated with adrenaline. After 24 hours she left the hospital in good condition. The doctor is going to do allergic test on the patient, in order to test the single components betaine and polyhexanide.